Event description:
Acct reports "IV tubing found disconnected from the luer lock adapter. Blood backed up tubing with stopcock attached to ivad cannulation, 2 gtts. Of blood noted on bed". No pt. Injury reported.